Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out of range impedance measurements. Technical services (ts) was consulted and reviewed stored data, with a lead fracture suspected. Additionally, ts noted there were noisy signals noted on the devices minute ventilation signal. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).